Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio observed that the device would begin the boot-up process before suddenly powering off by itself. Physio-control determined that the cause of the reported issue was that an integrated circuit (ic) chip, designator u2, on the digital pcb assembly had corrupt memory. The customer was provided with a replacement device.

Event description:
While attempting to perform a technical service update (tsu) on the customer's device, a third party service agent observed that the device's behavior was erratic and that it had failed the initialization test.  Additionally, the device was described as "non-operating."   There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control confirmed that it had all three icons (charge-pak, attention and service wrench) present on its readiness display and would not complete the boot-up process in order to power on.  As a result, defibrillation therapy would not be possible if it were necessary.